Event description:
It was reported that there was a stain on the handle of the bi-directional electrophysiology catheter before they opened the packaging. The issue was noticed prior to the procedure. There was no patient harm, medical intervention, or surgical delay.

Manufacturer narrative:
A supplemental will be filed once the investigation is complete.

Manufacturer narrative:
As of (B)(6) 2015 the complaint device has not yet been received by stryker sustainability solutions for an evaluation. Once the investigation is complete another follow up report will be submitted.

Event description:
It was reported that there was a stain on the handle of the bi-directional electrophysiology catheter before they opened the packaging. The issue was noticed prior to the procedure. There was no patient harm, medical intervention, or surgical delay.

Manufacturer narrative:
The device was received by stryker sustainability solutions (sss) in the sealed tyvek pouch. Visual inspection of the complaint device revealed multiple stains/contaminants on the device handle. The returned complaint device was submitted to an independent lab for material characterization using fourier transform infrared (ftir) spectroscopy and submitted for protein and hemoglobin extraction. Protein results concluded that the device had protein levels that met the acceptable allowable limit from tir 30. Hemoglobin results also met the acceptable allowable limits of tir 30 and concluded that there were non-detectable amounts of hemoglobin present on the device. Based on the results of the investigation it can be concluded that the initial report does not meet the criteria for a reportable malfunction but a report was filed in order to meet the 30 day reporting requirement while the investigation was being conducted. The most likely root cause of the reported event is a processing error. Action is being taken to address this issue and the reported event will continue to be monitored through post market surveillance.

Event description:
It was reported that there was a stain on the handle of the bi-directional electrophysiology catheter before they opened the packaging. The issue was noticed prior to the procedure. There was no patient harm, medical intervention, or surgical delay.